Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - email address: unknown, as information was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that for the preloaded intraocular lens (iol), the cartridge tip was cracked when pushing the lens. Although the cracked tip came into contact with the patient's eye, no injury occurred. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photographs provided by the customer were evaluated. The photographs show the suspect handpiece and cartridge. The plunger rod can be observed to be partially advanced and a lens can be observed to be stuck in the cartridge tip. The cartridge was observed to be split open and the cartridge tip was damaged. Visual inspection was performed on the suspect product. The plunger rod was found advanced to a lens that was stuck in the cartridge. The cartridge tip was cracked and damaged, the damage from the tip extended to the cartridge tube. Viscoelastic residue was observed to be distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no resistance. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during photograph and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation: yes. Section d9 - date returned to manufacturer: 20-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photographs provided by the customer were evaluated. The photographs showed the suspect handpiece and cartridge. The plunger rod can be observed to be partially advanced and a lens can be observed to be stuck in the cartridge tip. The cartridge was observed to be split open and the cartridge tip was damaged. Due to no product received, no further evaluation could be performed. The complaint issue "cartridge tip cracked/damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.